Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure in december 2005. Two months later, the patient went to the hospital for symptoms of claudication after walking two meters. A femoral CT angiogram revealed a 98% thrombus blockage under the puncture site. The patient was referred to a vascular surgeon.